Event description:
It was reported on external medwatch number 45-0076-2000-0003 that the (1) tx30g was used during an unk procedure. It was used on the bronchus and an incomplete staple line was made. The staple line had to be handsewn by the surgeon. No other pt consequence was reported.